Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.